Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No new issues were observed. Meter did not powered on with button depression, test strip and usb cable insertion. The returned reader was connected to a pc and masterm and did not recognized the reader. The reader was further investigated and de-cased. Visual inspection has been performed on the reader, no issues were observed. The returned battery voltage was measured. Returned reader was placed into the pcba (printed circuit board assembly) test fixture while pressure was applied to the cpu (central processing unit). The reader did not powered on. Returned battery was replaced with known good battery and attempted to powered on the reader; reader did not powered on. Reader was placed into the pcba fixture along with the known good battery while pressure was applied to the cpu but reader did not powered on. An extended investigation was performed. Returned battery was depleted and replaced with known good battery and attempted to powered on the reader; reader powered on. During investigation no issues were observed and able to powered on the reader without pressure applied to the cpu. Reader passed all test and all results were within the specifications. Customer complaint did not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, "dizzy", "light headed", "sweating", and was unable to self-treat, requiring "hospitalization for three weeks." At the hospital, customer received third-party treatment of "orange juice, intravenous fluid(s), and insulin (type/dose unspecified) by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, "dizzy", "light headed", "sweating", and was unable to self-treat, requiring "hospitalization for three weeks." At the hospital, customer received third-party treatment of "orange juice, intravenous fluid(s), and insulin (type/dose unspecified) by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.